Manufacturer narrative:
Received additional patient surgery information.

Manufacturer narrative:
This is the same event as 3010536692-2016-00140.

Event description:
Allegedly, patient was revised due to mom complications.

Event description:
Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: pain; metallosis; fluid; tissue damage. (Left) added hospital, lot number, implant /explant date.